Manufacturer narrative:
Correction: disregard file (duplicate file. Suspect device is reported in MDR manufacturer report number: 2016493-2020-20162).

Event description:
It was reported that six point of care unit (pcu) keypads needed to be replaced due to faceplate keypad failure. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 20 pcu keypads needed to be replaced.